Event description:
A (B)(6) female underwent a hysteroscopic myomectomy for uterine fibroid on (B)(6) 2011. While the surgeon was using the hysteroscope hooked up to the bovie, the cord sparked and the end broke off and fell to the floor. The bovie was removed from service and tested by the biomedical department. Cut and coag output checks to maximum output levels were done. It was found that the cord had failed at the point where the flexible part meets the molded endpiece. The cord was discarded and replaced. The bovie machine was returned to service. The pt procedure was completed. The pt was not harmed.